Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (the establishment phone number was inadvertently filled out in the initial medwatch), g2 (user facility was inadvertently selected on the initial medwatch). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material remaining in the device. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is unknown if any reprocessing deviations were conducted with the information provided. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ and preventative measures in instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.